Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating part (instrument) was not returned or identified. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that a facility had reported the following incident (mw5095495): a small piece of the tip of the arthrex surefire scorpion needle. Ar-13991n (lot 10829874) broke off during rotator cuff revision surgery. The maude report does not contain any facility or reporter name or contact information., therefore follow up is not possible.